Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-00023, #3005099803-2012-00024, #3005099803-2012-00025, and #3005099803-2012-00026 for a description of the other devices. This report is for the fifth device.it was reported to boston scientific corporation that five excelon transbronchial aspiration needle (tban) devices used during a bronchoscopy procedure experienced the same issue.according to the complainant, the nurse could not get the needle to retract back into the sheath, while testing the device. They had a problem with the blue button used to move the needle. No damage, or kinks were noticed in the device. Four other tban devices had the same issue. The case was able to be completed with another tban device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.